Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and the complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the device was repaired and returned to service and will not be returning to zoll at this time.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The suspect pace/defib engine was returned to zoll medical united states; the device meets specification with the current software installed on in the pace/defib engine. A replacement pace/defib engine was sent to the customer. Analysis for reports of this type has not identified an increase in trend.